Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00227.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the flow sensor module was faulty. At constant pump speed, periodically the perfusionist noticed the metered flow rate dropped dramatically. After the case, the perfusionist cleaned the flow module and tried to use ultrasonic gel. They had the same issue. The device was not changed out, as they used to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.